Manufacturer narrative:
The guide wire was returned to csi for analysis. A visual examination confirmed that the wire was fractured and the spring tip was not returned. Foreign material was observed on the core shaft proximal to the fracture. Scanning electron microscopy was performed and showed that the wire fractured due to ductile torsion. At the conclusion of the device analysis investigation, the guide wire fracture was confirmed. However, the root cause of the fracture was not determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
The coronary viperwire guide wire was used to cross a lesion in a moderately tortuous area of the mid circumflex artery. An orbital atherectomy device (oad) was then placed over the wire and positioned proximal to the lesion. The nurse released the wire, causing the wire to move more distal than anticipated. The wire was repositioned and the oad was placed over the wire. When the oad was turned on, the proximal spring tip of the guidewire moved forward towards the distal circumflex. The oad was turned off and removed from the patient. As the oad was being removed, the wire was not moving, and the spring tip was noted to be fractured. Following removal of the oad and wire, multiple attempts were made to snare the wire fragment from the artery. After 45 minutes, the wire fragment was retrieved and the procedure continued with balloon angioplasty and stent placement. The patient was in stable condition following the procedure.